Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a pancreatic duct biopsy procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, the spyscope digital access and delivery catheter was inserted into the pancreatic duct. After observing the duct, biopsy was performed. The working channel sleeve protruded before the physician was able to insert the biopsy forceps. Due to the working channel sleeve protrusion, the biopsy forceps also protruded. Reportedly, no part of the spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and wcs protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a pancreatic duct biopsy procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, the spyscope digital access and delivery catheter was inserted into the pancreatic duct. After observing the duct, biopsy was performed. The working channel sleeve protruded before the physician was able to insert the biopsy forceps. Due to the working channel sleeve protrusion, the biopsy forceps also protruded. Reportedly, no part of the spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.